Manufacturer narrative:
The device eval is underway. A follow-up report will be submitted after the eval is complete.

Event description:
Over-infusion. Male pt, (B)(6), was receiving a heart catheter and angioplasty in the cath lab on (B)(6) 2011 at approx 7:30 am. The drug being administered was angiomax, a blood thinner. The pt's prior medical condition included hypertension, hyperlipidemia, chest pain and angina. The pump was programmed to infuse at a rate of 28 ml/hr. After three minutes, the container was empty. The pump was removed from the room and the pharmacy, biomed and doctor were informed. There was no pt injury.